Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing severe hyperglycemia with possible diabetic ketoacidosis (dka). Customer's blood glucose at the time of the incident ranged from 497 to 547 mg/dl. Customer reported symptoms related to their high blood glucose levels included vomiting. Upon completing troubleshooting, the customer was advised that the event may have been caused by bent cannula issues on the infusion set. Product is not expected to return.